Manufacturer narrative:
The field service engineer ran precision studies, but precision was not acceptable. The engineer exchanged ssyringe seals, cleaned the water reservoir, cleaned the rinse arm tubing, and adjusted probes. Precision was acceptable after these actions. No further issues occurred after the service actions. Upon review of the alarm trace, abnormal probe aspiration alarms were observed. Calibration data was ok in general. A calibration alarm was noted on (B)(6)-2021 and three occurred between (B)(6) 2021 and (B)(6) -2021. Quality controls were within range on the day of the event. The raw sample data showed that there was insufficient sample present for the reaction. The sample filling volume may have been low. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. The sample was tested in a microcup and initially resulted in a total bilirubin value of 0.80 mg/dl. This value was reported outside of the laboratory to medical personnel. The physician questioned the result because it did not match the patient's clinical status. The sample was repeated on a cobas integra 400 plus, resulting in a value of 11.45 mg/dl. The 11.45 mg/dl value was considered to be correct. The total bilirubin reagent lot number was 503337, with an expiration date of 30-apr-2022.